Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent was approximately 11 days expired when it was implanted in the patient. The procedure was successful. It was not realised until after the procedure was completed that the deployed stent was expired. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated had no tortuosity, no calcification but had 75% stenosis and was located in the distal left anterior descending artery (lad). The device was inspected prior to use but it was neglected to check the expiration date. Negative prep was performed with no issues. The lesion was not pre-dilated. The stent did not pass through a previously deployed stent. There was no resistance encountered when advancing the stent. No excessive force was applied during delivery. No patient injury was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.